Manufacturer narrative:
The insulin pump had intermittent button response due to corroded up and down button keypad traces. The max bolus was set to 10 units. The insulin pump was not able to program a bolus over 10 units. The max bolus was changed to 25 units and the insulin pump was not able to deliver a bolus over 10 units. No bolus anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer stated that they removed the battery and then tried to bolus, and the insulin pump went to 10 and stopped. It was also reported that the screen went blank and then came back on and started chiming. Customer's blood glucose level at the time 123mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.